Manufacturer narrative:
Date rec'd by MFR: 20oct2019. Date of report: 13dec2019. Added date returned to manufacturer. Failure investigation results and conclusion submitted last 31oct2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jul19. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 27aug2019 , date of report : 28aug2019. Repair information was confirmed. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touch screen to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 20oct2019. Failure investigation was completed on the returned touch screen. The touch screen assembly was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements were performed. Further investigation revealed that the resistance was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The customer reported a touch screen failure. During servicing for this issue, a check vent error code relating to a system restart was observed in the units logs. The fse replaced the touch screen to address the reported touch screen issue. The fse also replaced the central processing unit (cpu) board to resolve the check vent issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.